Event description:
It was reported to philips that the ceiling mounted radiation protection cover had come off. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment. The procedure was completed as planned as it was and the issue was with small cover which has no bearing on whether the equipment works or not. The philips remote service engineer checked the system remotely and confirmed that ceiling mounted radiation protection cover has come off. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the customer inadvertently bumped into cover when moving the system parts and damaged the cover slightly, cover doesn¿t fall, it just slid down the pole slightly. To resolve the issue, the fse secured it in the correct position. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.